Manufacturer narrative:
Continuation of d10: product ID 977c165; serial# (B)(6); implanted: (B)(6) 2023. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) , ubd: 18-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturing representative (rep) reported that the patient (pt) has not had pain relief. A couple weeks ago the pt tried to turn up the stimulation but was unable to turn up the stimulation. Rep checked the impedances and all contacts except 10 & 7 were high impedance. Pt does not currently have a managing doctor. Rep will try programing contacts 10 & 7. Additional information was received from the rep. Cause was unknown. Pt is reaching out to the implanting physician in another state regarding the issue. Issue has not been resolved yet. Pt has reached out to the implanting physician who is in a different state and planning a consultation to discuss lead replacement. Additional information from the rep indicated that the issue has not yet been resolved. The patient has been in contact with the implanting physician. The report with the impedance values was sent to the physician. The hcp office is in the process of scheduling a lead replacement, although no date has been set yet.